Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 12: photos were provided depicting the product and the reported issue to the manufacturer. Although no samples were provided, the reported event is similar to a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [FDA res # 97609]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
Correction: please note that the initial MDR was submitted with incorrect information. Please see the updated information pertaining to b. Braun medical internal report number (B)(4). Corrected information updated in section b3, b5, d4, e1, and h6. H11 updated for the following: this report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 12. Brief inquiry description. Microbubbles are forming approximately 1 hr into treatment through arterial line into venous line into venous chamber. Detailed inquiry description customer noted incident for more than 40 pts on (B)(6) and some more yesterday (B)(6). Microbubbles are forming approximately 1 hr into treatment through arterial line into venous line into venous chamber. 2 machines have microbubbles pass through safety air detector and no alarms were triggered. Customer pulled those 2 machines for bbraun maintenance to inspect today. Customer has approximately 21 cases of open and unused lines from 3 different lot number to be destroyed because they don't want to use the new lines with the same new patient connector. Please expedited replacement product as customer only has enough bloodlines to treat patients through tomorrow.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 12 friday last week, blood leak at the venues line on at the connection.